Event description:
It was reported to medtronic minimed that the customer noticed a broken/damaged inpen, including a cracked cartridge holder and the black disc breaking off the injection foot. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed, including documenting the damaged components and confirming no issues with the dose knob or dial and instructed customer to discontinue use of the inpen and revert to back up plan per health care professional instructions. Mmt-105nnpkna was returned for analysis.

Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Missing injection foot was found. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. No insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Cap anomaly was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.